Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had checked his pump in the morning because he believed he had heard beeping through the night but had been unsure, as he typically did not look at the pump. When he checked, the display had been off. The patient had replaced the batteries, and the pump had powered on. The pump had restarted, and the screen had displayed ¿running¿ and indicated that the reservoir volume would be empty in 36 hours and 39 minutes. The pump had then stopped. The pump had been stopped since 11:00 pm, resulting in a 9-hour delay. There was no injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.